Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient was having an MRI unrelated to the device or therapy. Patient stated that the ins was dead and patient programmer was not working. Later it was stated that the caller did not know what patient meant by system not working and patient programmer being dead. The date of when the issue started was asked but unknown. The caller stated that they did not have any further information and will not have any information in future. Patient did not have a managing physician. No symptoms were reported. No further complications were reported/anticipated.